Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration / left occlusion only / migration of essure device location of device: pelvis') in a 35-year-old female patient who had essure (ess205) (batch no. 622944,622305) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain, shoulder pain, fibromyalgia, hypothyroidism, vitamin d deficiency, joint pain, knee pain and rheumatoid arthritis. Concurrent conditions included depression. Concomitant products included alprazolam (xanax) from (B)(6) 2018 and ibuprofen from (B)(6) 2017. In (B)(6) 2007, the patient experienced anxiety ("anxiety and mental anguish"). On (B)(6) 2007, the patient had essure (ess205) inserted. In march 2007, the patient experienced pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraine headache"), dysmenorrhoea ("dysmenorrhea(cramping)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On (B)(6) 2007, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 3 months 1 day after insertion of essure (ess205). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and depression ("psych injury/depression"). The patient was treated with surgery (essure removal, tubal ligation). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the device dislocation, depression, vaginal haemorrhage, menorrhagia, anxiety, migraine, dysmenorrhoea, fatigue and weight increased outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, fatigue, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: plaintiff received treatment for migration, did not receive treatment for psych. Injury. Have you had your essure (or any part of the device) removed? No (discrepancy noted in pfs). Current weight 220 lbs. Left side - showing 3 coils, right side- 3 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: unilateral occlusion (left tube occluded), essure device had migrated lateral and cephalad into the pelvis. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: depression, fatigue and migraine. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 7-feb-2020: pfs and mr received : new events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), anxiety and mental anguish, migraines / headaches, dysmenorrhea(cramping), fatigue and weight gain", reporter, lot number, medical history added. Pt of the event psychological trauma was updated to depression. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration / left occlusion only') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and psychological trauma ("psych injury"). The patient was treated with surgery (essure removal, tubal ligation). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the device dislocation and psychological trauma outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, device dislocation, pelvic pain and psychological trauma to be related to essure (ess205). The reporter commented: plaintiff received treatment for migration, did not receive treatment for psych. Injury. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2007: essure confirmation test: left occlusion only, migration. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 20-sep-2019: quality safety evaluation of product technical complaint. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration / left occlusion only / migration of essure device location of device: pelvis') in a 35-year-old female patient who had essure (ess205) (batch no. 622944,622305-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain, shoulder pain, fibromyalgia, hypothyroidism, vitamin d deficiency, joint pain, knee pain and rheumatoid arthritis. Concurrent conditions included depression. Concomitant products included alprazolam (xanax) from (B)(6) 2018 to (B)(6) 2018 and ibuprofen from (B)(6) 2017 to (B)(6) 2017. In (B)(6) 2007, the patient experienced anxiety ("anxiety and mental anguish"). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraine headache"), dysmenorrhoea ("dysmenorrhea(cramping)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On (B)(6) 2007, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 3 months 1 day after insertion of essure (ess205). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and depression ("psych injury/depression"). The patient was treated with surgery (essure removal, tubal ligation). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the device dislocation, depression, vaginal haemorrhage, menorrhagia, anxiety, migraine, dysmenorrhoea, fatigue and weight increased outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, fatigue, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: plaintiff received treatment for migration, did not receive treatment for psych. Injury. Have you had your essure (or any part of the device) removed? No (discrepancy noted in pfs). Current weight 220 lbs. Left side - showing 3 coils, right side- 3 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: unilateral occlusion (left tube occluded), essure device had migrated lateral and cephalad into the pelvis. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 2-mar-2020: update of information (batch is not valid). On 11-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration / left occlusion only') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and psychological trauma ("psych injury"). The patient was treated with surgery (essure removal, tubal ligation). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the device dislocation and psychological trauma outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, device dislocation, pelvic pain and psychological trauma to be related to essure (ess205). The reporter commented: plaintiff received treatment for migration, did not receive treatment for psych. Injury. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2007: essure confirmation test: left occlusion only, migration. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 4-sep-2019: plaintiff fact sheet received: case became valid since event injury nos was updated with migration, pelvic pain, abdominal pain and psychological trauma. Reporter (consumer) information updated, patient date of birth, age group, lab data were added, essure indication updated, product stop date added and reporter causality comment added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.